Event description:
The customer reported that the arm is not latching and cutting off fluoro during a case.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep cleaned and lubricated the xray arm actuator assembly.